Event description:
Sales representative reported after an aquacel surgical dressing was removed from post operative knee incision the incision was found to be dehisced.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Surgery was performed to repair dehiscence. The incision was closed using staples and derma bond. The aquacel scd was placed on the patient in the or. The dressing was removed the next day and incision line dehisced. Pt was brought back to the operating room later. Operative notes the dehiscence occurred in the subcutaneous tissue. The pt was discharged. From a clinical perspective, a causal relationship between aquacel ag surgical cover dressing and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.